Event description:
Atrial lead impedances were reported to be out of range in bipolar and unipolar. Pt was taken to the lab and normal impedances were seen via the analyzer. The atrial lead was inserted into the ventricular port and normal values were noted. The ventricular lead, which showed normal values, was then inserted into the atrial port and showed out of range impedances. The decision was made to implant a new device. Testing showed normal values in both chambers.